Event description:
The customer reported that at the beginning of a zosyn secondary infusion the user noted the primary drip chamber filling up. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
MFR's report date: 07/08/2015. Internal file number: (B)(4). The customer's report of secondary back flowed into primary set was con firmed in the san diego customer advocacy lab. The primary and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received set during visual inspection. The check valve was visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary bag with clear water. Fluid and air bubbles were noticed going into the primary bag. Blue fluid was noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure is due to a polyvinyl chloride particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polyvinyl chloride was not identified.